Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the device would not rotate and needed a pin update. The assignable root cause was determined to be due to component wear. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a veterinary tibial-plateau-leveling osteotomy (tplo) surgical procedure on a canine, it was observed that the sagittal saw attachment device stopped working. It was further reported that the saw device seized to operate and began to make a screeching sound. It was reported that the handpiece device worked fine with other attachments. There was no human patient involvement as this device is for veterinary use only. It was reported that there was a less than five minute delay due to the event and an identical spare device was available and the procedure was successfully completed. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.